Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer¿s blood glucose level was 33 mmol/l. Customer treated their blood glucose levels via insulin pump. Customer advised they changed out their infusion set and reservoir. Customer believed the correction bolus they delivered was not accurate. However, customer advised the insulin pump passed the displacement test.